Event description:
It was reported that this pacemaker exhibited high out of range pacing lead impedance measurements on the right atrial (ra) lead. Technical services (ts) reviewed and recommended to perform isometrics with the patient in clinic to test lead integrity. There was noise noted after the high measurements triggered a lead safety switch (lss). This pacemaker and ra lead remain in service. No adverse patient effects were reported.